Manufacturer narrative:
(B) (4). (B) (4). Infection. Conclusion: no conclusions can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an open incisional/ ventral hernia repair on (B) (6) 2009. The wound discharge summary of (B) (6) 2009 indicated a superficial wound infection in the subcutaneous tissue that started on (B) (6) 2009. The pt was treated with amoxi-clavulanic antibiotic. The event was resolved on (B) (6) 2009.